Event description:
During a stroke intervention on [redacted]. After the second pass was made with the device and was taken out the physician noticed that the device had come apart vertically, complete fracture from top to bottom of the device. Good blood flow was restored to the brain, and we did not need another device.